Event description:
It was reported by the sales rep the doctor was performing a bladder tumor procedure. It was reported the doctor connected the first bare tip fiber into the sales rep's demo laser, increased the wattage level and received an e0013 high laser current message. The doctor tried five more bare tip fibers and received the same e0013 high laser current message. The doctor decided to abort the case and reschedule the case for a later date. No pt consequence occurred.